Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead exhibited capture anomaly. The lead was capped and replaced. No patient symptoms were reported. No further information was available.